Event description:
Healthcare professional reports 2 fiber leaks on reuse numbers 11 and 3 at the onset of treatment noted by visible blood in the dialysate lines, blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.